Event description:
The customer reported weak false positive reactions of cell 2 of biotestcell 1&2 in the indirect antiglobulin test (iat, coombs test). Customer sent us the complained reagent red blood cells biotestcell 1&2, but no samples. The complained product was tested with different plasmas in the indirect antiglobulin test. All negative reactions were correct negative. The reading of the results was done macroscopically and microscopically. We didn't observe any false positive reactions.